Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump was received with blank display due to moisture damage on electronic assembly. Unit was received with corroded battery tube, cracked battery tube threads and cracked case along the side of the battery tube.

Event description:
Customer reported via phone call that the insulin pump had a cosmetic damage. Customer's blood glucose value was 150mg/dl. Insulin pump will be returned for analysis.